Event description:
The perfusionist reported a pink tinge in the heat exchanger water lines attached to the oxygenator. There was no report of patient injury.

Manufacturer narrative:
The 510(k) number for the synthesis oxygenator is k073380. The synthesis is manufactured by sorin group and is a component of the custom perfusion pack manufactured by sorin group USA, inc. The custom perfusion pack, catalog number 087400600, is a pre-amendment device. One synthesis oxygenator was returned to sorin group USA, inc. For evaluation. A visual inspection did not reveal any obvious defects. Leak testing of the device did identify a leak path between the blood side and water side of the heat exchanger. The oxygenator was returned to sorin group for further evaluation. A follow-up will be filed with sorin group findings.